Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited unconfirmed premature battery depletion. An electronic session record was requested for review and a longevity calculation. The patient was asymptomatic, and will continue to be monitored.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
Additional information received indicated that the device was explanted, replaced and returned.